Event description:
Healthcare professional reported right side deflation. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation was deflation.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified, crease fold, white particles in the shell. And wear abrasion. Leak test and microscopic analysis was performed which identified, device no leakage. The fill test inspection was performed, the result is no blockage. Based on the device analysis, the final assessment is: no issues found related with the manufacturing process.

Event description:
Additionally reported, was "particles in valve".